Event description:
Reporter alleged obtaining the results of 523 mg/dl and 213 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The email received for the (B)(4) study indicated that one year after the index procedure the patient had a visual blackout and falling which was suggestive of amaurosis fugax. It was not treated but it is not known if the symptoms resolved. Vascular follow-up was recommended for the patient. During the index procedure, pta was performed on an 80% occluded lesion in the ostium of the left internal carotid artery of 10mm in length in a 5.0mm vessel diameter. The lesion was characterized with an arch 1 type and with severe vessel tortuousity. A 6mm angioguard embolic protection device was successfully deployed and the lesion was pre-dilated. Then a 10x30mm precise pro rx stent was successfully deployed at the target site. The residual diameter stenosis measured 10%. The angioguard was successfully retrieved and there was no debris found in the basket. The patient has no neurological deficits following the procedure.